Event description:
The hcp reported the patient had a pump replacement done and was experiencing a lack of effect. At refill, the expected reservoir volume was 2.8ml and the actual volume was 10ml. Two weeks later, the reservoir volume was rechecked - the expected was 11.8ml and the actual was 16ml. A follow up report will be sent when additional information is received.